Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, arm 2 started faulting. The customer stated that arm 2 continues to fault even after pressing recover fault. The customer stated that they rebooted system before calling, but arm 2 fault returned on power up. The technical support engineer (tse) viewed onsite logs, found error 23023 on arm 2. The customer was not able to troubleshoot during surgery. The customer wants the field service engineer to call as soon as possible. Surgeon continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 2 faulted, but the customer was not able to recover the fault. The nurse did not know what instrument was installed on arm 2 at the time of the issue. The nurse stated that they did do a system reboot prior to calling tech support. However, the tse made some suggestions for them to try (such as a hard reset of the system) yet the surgeon did not want to troubleshoot at the time. The surgeon did not want to proceed with three arms. The surgeon elected to convert to laparoscopic surgery and completed the case. There was no patient injury. There was a procedure delay less than 15 minutes.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed a cannula sense power failure on patient side manipulator (psm). The fse removed and replaced the psm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported errors during power up. The cannula sensor will be replaced as a fix.